Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Date returned to manufacturer: feb 3, 2021. Section h3: device returned to manufacturer: yes. Device evaluation: customer returned 6 phaco tips as suspected products; however, it is unknown with which product the issue was occurred. The phaco tips were received along with a syringe with some water inside. Visual inspection of the syringe reveals a brown particle suspended within the water. Inspection of the six phaco tips reveals the yellow coating on the outside surfaces of the needle tip were worn, consistent with phaco tips that have been reused several times. No obstructions or materials seen within the inside of each tip. The brown particle was sent to an external lab for material analysis. Analysis of the fourier-transform infrared spectroscopy (ftir) spectrum of the particle indicates that the particle is consistent with a mixture of silicone and an organic acid salt. The observed brown particle analysis results indicate a silicone or organic acid salt material. J&j phaco tip products do not contain any orange/red/brown-colored silicone materials. The colored silicone particulate pictured in the investigation has characteristics very different from all j&j clear platinum-cure silicone component product materials. Furthermore, the particle did not consist of ti-6al-4v titanium alloy from which the phaco tips are made. The particle is therefore unlikely to have originated from any component of the phaco tip. Manufacturing record evaluation: the manufacturing records and complaint history review cannot be performed as the phaco tip lot number was not provided. Based on information obtained, product malfunction could not be confirmed. The analyzed particle's material is not consistent with materials used in the manufacturing of opocr3020l phaco tips. 100% visual inspection prior to seal and final packaging of the product. The possibility this event occurred during manufacturing process is fairly low. Johnson & johnson surgical vision will continue to monitor this type of complaints per global complaint trending . Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Telephone: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
During a 1-day post-operative exam of a cataract procedure, under the slit lamp, the surgeon observed metal like particulate on the iris of patient's operative eye resulting in a secondary procedure to remove the foreign material. The surgery center suspects the material observed was from the phaco tip used at the time of surgery. It was reported the tip was not isolated and lot number is unknown. The tip wrench has been used for one year, approximately 150 times. The patient outcome is well, and the patient's visual acuity was not affected.